Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue; occurred during rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: battery and cartridge caps not returned with pump for investigation; test caps used during investigation. Review of the black box data revealed record of call service alarm (064-0008) on july 1, 2015. During the investigation, the pump alarmed with a call service alarm (078-0008), preventing the pump for being able to be exercised during the analysis. The pump case was removed for investigation. On examination, the motor flex connector was found to be not fully seated. Investigation confirmed and duplicated the alleged call service alarm issue.